Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level which caused the customer to go to the emergency room for treatment. The customer declined to provide additional information regarding the issue, therefore no additional information could be obtained.